Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that the unit was pulled from service for evaluation following the event. The biomed identified a leak where the arterial dialysate line connects to the back of the machine. The biomed replaced the tubing clamp to resolve the leak. The ultrafiltration (uf) problem identification checklist was performed, and no issues or discrepancies were identified. However, the uf testing was performed after resolving the leak, so the biomed was not able to say if the two issues were related. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a patient had excess fluid removed during their hemodialysis treatment (hd) performed on a 2008k2 hd machine. At the conclusion of the hd therapy, the staff found that the unit had removed 2 kilograms over what was expected. Follow-up revealed that the staff may not have weighed the patient correctly prior to running the treatment, but this was not able to be confirmed. There were no patient adverse effects experienced and no medical intervention was required as a result of this event. The patient left the facility ambulatory. Following the event, the system was pulled from service for evaluation. The biomed identified a leak where the arterial dialysate line connects to the back of the machine. The biomed replaced the tubing clamp to resolve the leak. The ultrafiltration (uf) problem identification checklist was performed, and no issues or discrepancies were identified. However, the uf testing was performed after resolving the leak, so the biomed was not able to say if the two issues were related. No parts are available to be returned to the manufacturer for evaluation. The unit has been returned to service at the user facility without issue.